Manufacturer narrative:
The product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from two accuchek inform ii meters, serial numbers (B)(6). At 9:16 p.m., meter (B)(6) gave a result of 331 mg/dl. At 9:21 p.m., meter (B)(6) gave a result of 208 mg/dl. The result of 208 mg/dl was deemed correct.